Event description:
Info received indicates the casters continue to swivel when in brake.

Manufacturer narrative:
The tech isolated the issue to broken caster stems. He replaced the four casters to repair the bed.